Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that the patient was getting poor communication. The patient stated his ins is not taking a charge since 2018 and the patient is getting the reposition antenna screen. The patient worked with a manufacturing representative (rep) two months ago and the rep walked the patient through physician mode recharge (pmr). The patient stated he charged his ins completely and the therapy worked for 2 days, but then stopped working suddenly. The patient has not been able to reconnect to his recharger since. The last time the patient had stimulation was two months ago. No further complications were reported. No additional patient symptoms were reported.